Event description:
During a remote follow up, a loss of capture was observed on the right ventricular (rv) lead and undersensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a lack of lead slack was observed on the rv lead and a dislodgement of the ra lead was observed. The ra lead was repositioned. The rv lead was attempted to be repositioned but was unable to be due to a helix issue. The rv lead was explanted and replaced to resolve the event. The patient was stable